Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient's pacemaker and right ventricular (rv) lead exhibited low out of range pace impedance measurements causing the lead to switch from bipolar configuration to unipolar configuration. The lead was surgically abandoned and the device was explanted; both were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.